Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at one of the following manufacturing facilities: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set "would not screw down tight enough" which resulted in a leak around the hub. This occurred during the administration of isotopes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.